Event description:
It was reported that an asymptomatic patient presented in clinic for device upgrade procedure. During the procedure loss of output was observed upon opening the pocket using electrocautery; after several second pacing resumed. The device was programmed to voo mode. Electrocautery was used again and the device stopped pacing for several seconds. The device was explanted and replaced. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.